Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010 and further reported that a revision procedure occurred on (B)(6) 2011. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure on (B)(6) 2011. Additional information received in patient medical records indicate that the revision procedure was performed due to acetabular cup loosening. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 ¿material sensitivity reactions¿, and number 14 ¿intraoperative or postoperative bone fracture and/or postoperative pain¿.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6), 2010 and further reported that a revision procedure occurred on (B)(6), 2011. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure on (B)(6), 2011. Additional information received in patient medical records indicate that the revision procedure was performed due to acetabular cup loosening. Additional information from legal counsel for patient reports allegations of pain, swelling, tissue damage, synovial fluid buildup, lack of mobility and/or metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.